Event description:
The pt underwent a balloon ablation procedure in 2002. Early in 2003, the pt experienced pelvic pain. Late in that month, the pain reoccurred and was accompanied by fever. A diagnosis of a hematometra was made. The pt was treated with antibiotics and then underwent a d&c. Cervical stenosis was noted. The pt has recovered.